Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose exceeded 27.8 mmol/l (>500 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Upon inspection, it was noticed that the pod was leaking, and the patient was unsure if the cannula was properly inserted into the skin. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
No blood was observed on the device. The device was received with the cannula assembly fully deployed and the formed needle completely retracted. Investigation found no abnormalities with the fluid path and needle mechanism that would contribute to the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. In addition, inspection of the device found no issues that would result in leaking during wear. A leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run.